Manufacturer narrative:
The device was returned to olympus for inspection. The root cause of the foreign objects could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. The root cause of the clogging of the jet tube could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to deformation of the tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the jet tube and clogging of the jet tube. There was no patient involvement.